Event description:
"On (B)(6) 2012 at (B)(6) hospital in (B)(6) it was reported that the power supply fuse (8a 250v) on the hcu 30 serial number (B)(4) was blown. The leakage current was measured and was within specification. (B)(4)."

Manufacturer narrative:
"Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The device was not returned to the manufacturer and hence no evaluation was performed. (B)(4)."